Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of cable. Also (B)(4) found that the subject device failed to be recognized. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc concluded that the reported phenomenon was attributed to the transmission failure due to the failure of the cable by stress being applied to the cable during use. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image was not displayed. The user replaced the subject device to another device and completed the procedure. The subject device had functioned well on previous day. There was no report of patient injury associated with the event.